Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn, anaemia and obesity. Concurrent conditions included reactive arthritis. In 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and arthritis reactive ("reactive arthritis"). The patient was treated with surgery (essure removal via laparoscopy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the menorrhagia and arthritis reactive outcome was unknown. The reporter considered arthritis reactive and menorrhagia to be unrelated to essure. The reporter commented: essure removal procedure was performed at the request of the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn, anaemia and obesity. Concurrent conditions included reactive arthritis. In 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and arthritis reactive ("reactive arthritis"). The patient was treated with surgery (essure removal via laparoscopy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the menorrhagia and arthritis reactive outcome was unknown. The reporter considered arthritis reactive and menorrhagia to be unrelated to essure. The reporter commented: essure removal procedure was performed at the request of the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.